Manufacturer narrative:
Reference MFR. Reports: 1221359-2020-00389, 1221359-2020-00391 and 1221359-2020-00396. The investigation is not complete. A supplemental report will be submitted after completion.

Event description:
The customer reported false negative results involving 4 patients. This is report 2 of 4. The customer reported a false negative result on a kitted deep throat swab with the ID now covid-19 assay performed (B)(6) 2020. Information regarding use of viral transport media was not provided. Sample collection with a vir-swab fa heinz herenz occurred for testing with pcr (not further specified). Results were positive (CT 34.6) on (B)(6) 2020, and negative on (B)(6) 2020. The customer confirmed there was no delay or impact to patient treatment based on the ID now covid-19 test results. However, the patient was not placed in isolation and there was chain of staff contact. The patient's symptoms on (B)(6) 2020 included: a tonic-clonic seizure for 15 seconds (first event of seizure (B)(6) 2020; no history of epilepsy), viral infectious gastroenteritis with bloody diarrhea for 12 days, fever of 38.2 ° c on admission, mild hyponatremia, electrolyte disorder, and abdominal pain. Vital signs were hr 80/min, rr 22/min, bp 113 / 62 mmhg, spo2: 91%, temperature: 38.9 c°. There was no cough, no contact with a covid-19 patient, and no shortness of breath. Medical therapy included type b gastritis with eradication therapy. On (B)(6) 2020, the patient was in stable condition on a covid unit with the following diagnoses: covid-19 infection with few respiratory symptoms and easy expiration, diarrhea, partly hemorrhagic, syncope due to hypotension due to diarrhea, and focal seizures. The patient's medical history is significant for seizure ( obesity, chronic obstructive pulmonary disease (copd) gold stage ii, arterial hypertension, spinal stenosis status-post surgery, penicillin allergy, and nicotine abuse. Accompanying medical therapies included: enalapril 20 mg, tamsulosin 0.41 mg, prednisolone 50 mg, levofloxacin 500 mg, jonosteril (fluid- and electrolyte replacement) 500 ml 3 times a day, and salbutamol inhalation. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All tests were run in duplicate, were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m126450 and test base part number 190-430 / lot m126450 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126450 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.